Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer faced an issue with insulin pump, unable to enter auto basal mode and experienced hypoglycemia with a blood glucose value of 48 mg/dl at the time of the event. The customer was treated with food and an intake of fast-acting liquids. Troubleshooting was performed. The device was used at the time of the event. No harm during medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis.